Manufacturer narrative:
Attempts to gather additional information on this event have been unsuccessful. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance anomaly. No additional adverse patient effects were reported.